Manufacturer narrative:
The customer returned coaguchek xs softclix lancing device for investigation. The customer sample was tested with test lancets (lot u21a8) at all different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. Furthermore the lancing device could also be primed and released correctly and the end cap could be placed and removed without any problems. The lancing device was disassembled for investigation, but no abnormal attribute was found which could verify the customer allegation. The lancing device works in accordance with specifications. The failure could not be confirmed during investigation. No malfunction or defect was observed during testing.

Manufacturer narrative:
Occupation: occupation was lay user/patient.

Event description:
The initial reporter experienced an issue with a properly seated lancet protruding past the end cap of the lancing device. The customer stated the lancet protruded past the end cap prior to priming or firing the device. The protruding lancet was not used and there was no accidental fingerstick. There was no allegation of an adverse event. The lancets have been discarded and could not be returned for investigation.